Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-may-2026, it was reported by a sales representative via (B)(4) that an ar-6480 pump outflow side gear is getting stuck. This occurred during use in a case with no patient effect. The case was completed using another pump.